Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the thermal event at this time . Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the omnipod 5 controller was being charged when they noticed smoke coming from the device. The cord that charges the controller had melted. The reporter said the device was charging for a few hours and was not under or near any hot temperatures while charging.